Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit caught on fire. The caller didn't have additional information as to how it happened. The provider states to the best of her knowledge, no consumer involvement and no property damage either. Update from complaint handling unit on 4/14/2016: provider stated the patient was using the concentrator, the heat from the concentrator melted the tubing to the unit. Then in turn the tubing caught fire as well.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the irc5po2v concentrator catching fire was confirmed. The damage to the region around the cannula outlet barb was consistent with heat and/or burn damage from an external ignition source. As the evidence found was consistent with an external ignition source, the complaint of the concentrator itself initiating the damage was not confirmed. During testing, a small leak in the oxygen flow line was also found, but this finding was likely unrelated to the damage to the concentrator exterior. Complaint was not confirmed. The underlying cause is external ignition source. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint of the irc5po2v concentrator catching fire was confirmed. The damage to the region around the cannula outlet barb was consistent with heat and/or burn damage from an external ignition source. As the evidence found was consistent with an external ignition source, the complaint of the concentrator itself initiating the damage was not confirmed. During testing, a small leak in the oxygen flow line was also found, but this finding was likely unrelated to the damage to the concentrator exterior. The provider states the unit caught on fire. The caller didn't have additional information as to how it happened. The provider states to the best of her knowledge, no consumer involvement and no property damage either. Update from complaint handling unit on 4/14/16: provider stated the patient was using the concentrator, the heat from the concentrator melted the tubing to the unit. Then in turn the tubing caught fire as well.